Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm (ldva) was not confirmed due to a lack of sample. Batch review was not performed since lot number is not available. Per the complaint information, the patient did not change the extension line and used it for multiple therapies which caused air in the patient line during therapy. The root cause is use error. This review found the labeling adequate for the use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted (B)(6) regarding a low drain volume alarm that occurred on the home choice (hc) unit during drain 2 of 3. The technical service representative (tsr) had the hp check for kinks, closed clamps, and fibrin; none were found. The hp used a drain line extension but had not changed it since friday. The tsr explained that the drain line extension should be changed everyday. The hp said there was air in the patient line; he had disconnected during drain 2 of 3 to use the bathroom and did not turn the hc off. The tsr explained they would need to end therapy and advise their nurse about ending therapy and the air in the line, they also explained the proper disconnect procedures. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.